Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by a feeling of fullness. On the same day, the patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment was not reported. During the hospitalization, peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis. The patient was discharged seventeen days after admission. At the time of this report, the patient was recovering from the peritonitis event. The patient was not retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.